Manufacturer narrative:
Device evaluated by manufacturer: a quantum apex balloon catheter was received in two pieces with and an unknown guidewire. Visual and microscopic analysis revealed the balloon catheter was received fractured .05cm distally from the guidewire exit notch. Microscopic inspection revealed the shaft was stretched near the fracture site. The fracture surface material appears jagged and stretched which suggests that the separation may be related to tensile overload (material stress/fatigue). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed denovo lesion was located in the moderately tortuous and non calcified left anterior descending artery (lad). A nc quantum apex mr 15mm x 3.50mm balloon catheter was inflated once to 6 atms to pre dilate the lesion. A promus stent was implanted. An unknown sized non-bsc balloon was advanced to the 1st diagonal and the 15mm x 3.50mm nc quantum apex into the proximal ¿ mid lad where a kissing balloon technique (kbt) was performed. The nc quantum apex mr balloon catheter became "entwined" with the non-bsc balloon and non-bsc guide wire. Resistance and ¿excessive force¿ was used during kbt. Next, the physician pulled the nc quantum apex mr balloon catheter and a shaft fracture occurred. The fractured shaft was successfully retrieved with a snare. Post ivus was performed with a non-bsc catheter and revealed that the stent had good apposition. No further complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed denovo lesion was located in the moderately tortuous and non calcified left anterior descending artery (lad). A nc quantum apex mr 15mm x 3.50mm balloon catheter was inflated once to 6 atms to pre dilate the lesion. A promus stent was implanted. An unknown sized non-bsc balloon was advanced to the 1st diagonal and the15mm x 3.50mm nc quantum apex into the proximal ¿ mid lad where a kissing balloon technique (kbt) was performed. The nc quantum apex mr balloon catheter became "entwined" with the non-bsc balloon and non-bsc guide wire. Resistance and "excessive force" was used during kbt. Next, the physician pulled the nc quantum apex mr balloon catheter and a shaft fracture occurred. The fractured shaft was successfully retrieved with a snare. Post ivus was performed with a non-bsc catheter and revealed that the stent had good apposition. No further complications were reported and the patient's status is good.